Manufacturer narrative:
Information received that patient healed.

Event description:
Surgeon reported that the system caused a grade 4 corneal burn one day post operation. There is some healing of burn at 1 week post operation. Afer 2 weeks there is significant improvement at corneal burn, however problems on visual acuity are continuing.

Manufacturer narrative:
Initial report should read as follows: surgeon reported that the system caused a grade 4 corneal burn one day post operation. There is some healing of burn at 1 week post operation, loss of vision is experienced. There is significant healing for edema but still problems with visual quality at 1 week post op. Visual quality has been better, while there is still some discomfort. Placeholder.

Manufacturer narrative:
Operator of device: physician. The manufacturer report number should have been (B)(4). Placeholder.

Manufacturer narrative:
Field service visited site after event. The system was checked (visual, functional and electrical testing performed) and no problems were identified. Also ellips fx handpiece was tested and no problem was found. The system meets amo specifications.